Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that act button was not working of insulin pump. The blood glucose of the customer was unknown. The customer did not provide any other information. Troubleshooting was not performed. The insulin pump will not be returned for analysis.